Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that t hey need to up it because they are in unbearable pain. They can¿t remember the manufacture representative¿s (rep) training and cannot comprehend the patient programmer manual. Their target pain is in their toes and is a result of their sympathetic nerve pain. The patient noted that their ins is charged but they cannot figure out how to increase the stimulation. The patient synced with the ins which showed that they were on group b at 6.5 volts but the ins was off. It was reviewed that the lightning bolt needs to be showing for the ins to be on. Patient services assisted the patient in turning on the ins. The patient indicated that they feel the stimulation down their right leg but it is not in the target area. The patient was redirected to follow up with their healthcare professional (hcp) for their return of target pain and stimulation in the wrong location with group b. The patient mentioned that their rep gave them a setting where they do not feel the stimulation. It was reviewed that this is a high dose program so patient services assisted the patient in charging to group a. The patient was no longer feeling the stimulation sensation but their pain was being helped. When the patient attempted to turn the stimulation up on group a they saw the upper limit reached message on their patient programmer. It was reviewed that they may not be able to increase due to restrictions from their hcp or due to device limitations. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that, since implant, they couldn't quite get the stimulation to go down to her toes. The patient stated she was working with her healthcare professional and a new manufacturer representative to get more programming to hopefully reach her toes. No further complications were reported/anticipated.